Event description:
I had essure placed in approximately (B)(6) 2012 after my daughter was born ((B)(6) 2012). My doctor guaranteed me that this device was 99%+ effective and said it was non-reversable. I wanted to have my tubes cut and tied but he said this was a less painful procedure and informed me I could not have my tubes tied unless I had a c-section during the delivery. Essure was my only option. I agreed to do the procedure and was given a list of medications to take starting a couple days before and following a few days after the procedure. First off, this was the worst pain I ever felt in my life. After the procedure I bled for months, when I called my gyn he told me the bleeding will stop. The bleeding was not the only problem at that time, I also informed him that I had horrible abdominal pain and was taking the vicodin as he prescribed but it was not helping. Since the essure was placed I have had severe abdominal pain, cramping, extremely heavy periods and headaches. These pains are not pains that could be controlled by tylenol or ibuprofen, I was bed-ridden when the pain started until it went away 100% days later. I was on (B)(6) at the time of placement and since they only cover you for 6 weeks after the birth I was unable to have the "dye-test" done. I asked my gyn to do the test a little sooner before the (B)(6) ran out since I would no longer have insurance to cover the test and I was told to file for another form on (B)(6) to just pay for the test. The (B)(6) office pretty much laughed at me. I called my gyn back and he said I would need to pay cash for it. When I asked again why he could not just tie my tubes instead of doing this procedure he said it was impossible since I had a vaginal delivery. I am now 6 weeks 2 days pregnant and though we are excited god has given us a gift it is dangerous. There are many like me that are having horrible side effects to this and someone needs to look into it. The pain is worse than child birth and it puts big strains on us financially as I have had to leave work several times due to the pain and bleeding. The bleeding was heavy enough to soak through the thickest pad, and a extra super (I think it what it is called) tampon as well as my clothes, in which I was wearing 2 pairs of pants. I was also apparently supposed to get a card with lot number and other information on it and I never received it.